Event description:
It was reported that the patient received an unknown error reading on the blood glucose monitor in the morning of (B)(6) 2022. The reporter declined to provide details of the allegation. At 11:45 a.m. On (B)(6) 2022, the patient's wife asked him if he was hungry and he said he was not. She gave him his morning medication at around noon a few hours later than normal due to his condition and forced him to have a little to eat. After that, the patient started say that he was tired, but the patient's wife was unable to get a response beyond that. At 4:30 p.m. On (B)(6) 2022, due to him being non-verbal she had contacted the paramedics. The patient's blood glucose result from the paramedic's meter was 25 mg/dl. The patient was treated with glucose solution via IV and the wife gave him some almond milk and a muffin. He became conscious at this point. They decided not to go to the hospital due to the covid outbreak in their area. At around 9:00 p.m., the patient went to bed. At 11:30 p.m., he was foaming at the mouth and was non-responsive and unconscious. The patient's called the paramedics again at this time. The paramedics increased his blood glucose level to 150 mg/dl with more glucose solutions via IV. The patient was transported to the hospital. The type of treatment provided at the hospital and the blood glucose results were unknown. The patient was released from the hospital at 4:30 p.m. On (B)(6) 2022. The patient's meter read 296 mg/dl at 6:30 p.m. On that day.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.